Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they wanted to send in the arctic sun device for repair. Device had some small leaks recently that were intermittent. However, while they were testing it today. It started leaking significantly. Requested a quote for assessment at the depot. Per sample evaluation results on 09jul2024, it was reported that the tank had debris including frame bolt found rusted at the bottom of the chiller tank.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they wanted to send in the arctic sun device for repair. Device had some small leaks recently that were intermittent. However, while they were testing it today. It started leaking significantly. Requested a quote for assessment at the depot. Per sample evaluation results on 09jul2024, it was reported that the tank had debris including frame bolt found rusted at the bottom of the chiller tank. Per investigation findings on 21aug2024, it was reported that the frame bolt found rusted at the bottom of the chiller tank and the bolt was not supposed to be there.